Manufacturer narrative:
The pump was received on april 10, 2024 investigation in process. This complaint will be reopened updated and a follow up report will be submitted once the investigation of the pump involved or additional information becomes available. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4) had been initiated to address the discrepancies. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On (B)(6) 2024, infutronix received a complaint stating that the pump had shut off and per completed recall return form pump returned. There were no other details provided. No patient involved injured/harm reported.